Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A pharmacist reported that several cassettes from the same lot failed to prime and leaked during calibration testing. There was no known harm to the users. The product samples are available. Additional information has been requested but not received to date.

Manufacturer narrative:
Corrected information provided in e.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed; this was the seventy-first complaint for the finish goods lot and seventy-first for this issue. The device history record showed the product was released per specifications. A thorough investigation has been performed on prior complaints of a similar nature for would not prime for this lot. The root cause of these similar events has been established and is related to a low received signal amplitude (rsa) value. This non-conformance can result in a customer experience of system message code 3467, intraocular pressure (iop) disablement, and potentially a priming failure. Based on the investigation, the root cause is known to impact products within the same lot. A review of functional data from other complaint investigations with the same customer experience for the same lot, has confirmed that this lot is potentially affected by this non-conformance. As a result, it is likely that the customer¿s reported event is related to this issue. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate the reported system message code(s) if the value decreases below a threshold limit at any point during priming or surgery when the iop function is enabled. Based on the analysis of returned samples from investigations of the same lot; the testing revealed that the customers event is related to a non-conforming rsa value associated with the cassette. Dimensional features associated with the manufacturing process appear to be the major contributing factor in low rsa values. Based on this rationale and extensive analysis for this issue; functional testing on this sample was not required to determine root cause. The report of "leakage noted" could not be confirmed and there are multiple sources the leak may have originated from to include a connection, tubing, drain bag, cassette, or customer error, however, without a sample we cannot isolate the root cause for this issue. Fluid leakage is unrelated to low rsa. An action has been opened to determine a root cause and implement appropriate corrective action for low rsa complaints. Qa has isolated and identified the major contributors to rsa and has taken action to optimize the assembly process and component dimensions for the consumable cassette. No action will be taken for the leaking report as the root cause could not be established. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).